Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a follow up visit this implantable cardioverter defibrillator (ICD) exhibited noise on the right atrial (ra) lead reproducible with arm movement. Evidence of oversensed noise was noted during implant in stored atrial tachy response (atr) episodes; however, no further oversensed noise was reported since. Technical services (ts) was consulted and provided reprogramming options. This device remains in service at this time. No adverse patient effects were provided.